Event description:
After the staple line was completed using the titan stapler, the jaws could not be opened with trigger up. The surgeon then attempted to manually bail out. The jaws were able to be opened slightly, but the closure coupler came loose and fell out of the device. The jaws couldn't be opened further, although, the opening was large enough to remove the stomach from between the jaws. Multiple attempts were made unsuccessfully to place the coupler back into place. Forceps were then used to expand the trocar incision site for titan extraction. Extraction was successful and the titan stapler was able to be removed. Cautery was applied and port site was closed.